Manufacturer narrative:
Initial 6 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at site. The blood glucose level was high and the patient was treated with correction bolus given via pump.